Manufacturer narrative:
Samples received: 2 open and 3 closed samples. Analysis and results: there is a previous complaint of this code batch regarding the same issue. There are no units in stock in b. Braun surgical's warehouse. We have received 3 closed samples and 2 open and unused pouches. The two open samples received have the needle detached from the thread and the thread not wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.52 kgf in average and 0.30 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, the case is considered confirmed by evidence of the open samples received and previous notifications of the same code batch for the same issue. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "it was found the needle and suture were separated after opened the package.." All med watch submissions related to this report are: 3003639970-2018-00615.